Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8015 was displaying 5 minutes of battery left, even though the unit has been charging for hours was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, battery pack: customer states they never performed the battery conditioning test. After inspection, the battery is approaching 24 months. Recommended replacing battery. Customer will replace battery. Followed up with customer to learn the battery low message is no longer present. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services determine the probable cause of the customer¿s reported issue was the defective battery. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8015 was displaying 5 minutes of battery left, even though the unit has been charging for hours. There was no patient involvement.